Manufacturer narrative:
Correction to the initial MDR in block b5. Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365db3128550. Model: db-3128-55. Serial: n/I. Batch: n/I.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of their pre-implant tremor, bradykinesia and rigidity. The patient was seen by a new physician where it was revealed the primary cell implantable pulse generator (ipg) had depleted. Due to the fact that this was discovered when the patient was seen by a new physician, they were not able to determine the previous energy settings or how long the patient had been implanted. The patient underwent a revision procedure under local anesthesia to replace the ipg; however, during the procedure it was found that the lead extension wire was coiled several times. Closer examination revealed the lead extension was broken, and impedance measurements revealed high readings. The physician decided not to replace the ipg at that time, opting to postpone the revision for a future date under general anesthesia in order to replace the lead extension as well. It was noted that the patient may have twiddler's syndrome as they had been manipulating the ipg in the pocket causing the wires to coil. As this was the patient's first visit with this physician, device information could also not be obtained despite several good faith efforts.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of their pre-implant tremor, bradykinesia and rigidity. The patient was seen by a new physician where it was revealed the primary cell implantable pulse generator (ipg) had depleted. Due to the fact that this was discovered when the patient was seen by a new physician, they were not able to determine the previous energy settings or how long the patient had been implanted. The patient underwent a revision procedure under local anesthesia to replace the ipg; however, during the procedure it was found that the lead extension wire was coiled several times. Closer examination revealed the lead extension was broken, and impedance measurements revealed high readings. The physician decided not to replace the ipg at that time, opting to postpone the revision for a future date under general anesthesia in order to replace the lead extension as well. It was noted that the patient may have twiddler's syndrome as they had been manipulating the ipg in the pocket causing the wires to coil. As this was the patient's first visit with this physician, device information could also not be obtained despite several good faith efforts. Additional information was received that patient underwent a revision procedure wherein the ipg and extension were replaced. The patient did well postoperatively and therapy was restored.

Manufacturer narrative:
Visual inspection of the returned lead extension revealed the lead was cleanly cut into two pieces approximately 12 centimeters from the proximal end of the lead. The clean-cut damage is the result of a typical explant procedure and is not considered a device failure. Electrical tests could not be performed due to this damage. No other anomalies were identified on the returned portion of the lead. The ipg was not returned for analysis.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365db3128550, model: db-3128-55, serial: n/I, batch: n/I.

Event description:
It was reported that the deep brain stimulation (dbs) patient's primary cell implantable pulse generator (ipg) depleted shortly after being implanted, and as a result the patient experienced a return of their pre-implant tremor, bradykinesia and rigidity. The patient underwent a revision procedure under local anesthesia to replace the ipg; however, during the procedure it was found that the lead extension wire was coiled several times. Closer examination revealed the lead extension was broken, and impedance measurements revealed high readings. The physician decided not to replace the ipg at that time, opting to postpone the revision for a future date under general anesthesia in order to replace the lead extension as well. It was noted that the patient may have twiddler's syndrome as they had been manipulating the ipg in the pocket causing the wires to coil.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of their pre-implant tremor, bradykinesia and rigidity. The patient was seen by a new physician where it was revealed the primary cell implantable pulse generator (ipg) had depleted. Due to the fact that this was discovered when the patient was seen by a new physician, they were not able to determine the previous energy settings or how long the patient had been implanted. The patient underwent a revision procedure under local anesthesia to replace the ipg; however, during the procedure it was found that the lead extension wire was coiled several times. Closer examination revealed the lead extension was broken, and impedance measurements revealed high readings. The physician decided not to replace the ipg at that time, opting to postpone the revision for a future date under general anesthesia in order to replace the lead extension as well. It was noted that the patient may have twiddler's syndrome as they had been manipulating the ipg in the pocket causing the wires to coil. As this was the patient's first visit with this physician, device information could also not be obtained despite several good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365db3128550. Model: db-3128-55. Serial: (B)(6). Batch: 5000363.